Event description:
During a (pci) percutaneous coronary intervention procedure, the first cypher (3.5/13mm) was delivered to the target lesion for direct stenting and the cypher was implanted at 18atm (inflation time unk). The cypher was implanted slightly distal than initially envisioned and so the remained untreated lesion at the proximal end of (rca) right coronary artery. In order to treat the untreated lesion, the physician decided to implant an add'l cypher (complaint product: 3.5x18mm) proximal to the 1st cypher implanted. While inserting a balloon (hiryu 3.75/10mm) for pre-dilation, the gc disengaged from the ostium of rca. Therefore, the guide wire (hiryu) was exchanged to a different guide wire (runthrough) and pre-dilation with the balloon was conducted. The gc disengaged again and so the guide wire was re-inserted. And then 2nd cypher (complaint product: 3.5x/18mm) was delivered to the proximal end of aha1, but it did not cross the untreated lesion at the proximal end of aha1. Therefore, the physician decided to retrieve the cypher, and while retrieving the cypher, the physician felt large friction. Nevertheless, the physician continued to retrieve the cypher and the cypher dislodged at the ostium of rca. The dislodged stent was half protruding out to the aorta. The physician tried to retrieve the dislodged stent using the j shaped guide wire, but could only retrieve it to the insertion site at the brachia artery. Therefore, a taxus (3.5/16mm) was implanted proximal to the first cypher implanted instead. The procedure was finished successfully. There was pt injury. The stent was not retrieved from the pt and the sds will not be returned for analysis due to the pt's infectious disease.

Manufacturer narrative:
The pt's age and weight were unk, but was a female. The target lesion was from the ostium of the rca towards the distal end of the (rca) right coronary artery. The lesion was a de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Brachial approach was chosen for the procedure. A guiding catheter (sheathless 6f jr4) was being engaged to the target vessel. Because the ostium of rca was calcified, the (gc) guiding catheter would not engaged coaxially, but the physician managed to engage the gc. The target lesion was crossed with a guide wire (tgv). Add'l info indicated that the first cypher was a stent, but the lot was not obtained. Prior to delivery, it is unk if any of the products was damaged. During delivery, constant flushed was not maintained through the guiding catheter. Delivery of the (sds) stent delivery system was not performed under constant fluoroscopic guidance. The deployment of the first stent was done under constant fluoroscopy. The sds was forwarded for positioning. The dislodged stent was left in the pt at the access site, since it could not be retrieved from the pt and the physician did not think it was necessary. No further info was available. This is the first of two products involved with this product malfunction, which is associated with mfg report # 9616099-2008-01698. Add'l info will be submitted within 30 days of receipt. This product is similar to us cypher.